Event description:
Removal of endosseous dental implants. Implants were placed on 7/21/97 in sites #5 and #14 (class iii bone) during a routine procedure. The clinician reports that the implants failed within the first week. The implants were removed on 8/28/97.